Event description:
Patient required positive pressure ventilation. Ventilation bag broke free of adaptor into two pieces. Unable to ventilate with defective bag. Anesthesia tech quickly brought new bag.